Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump with no continuous glucose monitor sensor readings. The customer's blood glucose level was 190 mg/dl. The customer indicated that the devices regained connection.